Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call on (B)(6) 2017 that the insulin pump was giving insulin flow blocked alarms. Customer reported having a high blood glucose level of 468 mg/dl and 348 mg/dl at the time of incident and treated with insulin pump. Blood glucose level at the time of call was 191 mg/dl. Troubleshooting occurred and found that the cannula was bent. Insulin pump will not be returned for analysis.